Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: hematoma: unable to observe as it is not related to the device. Exposure: unable to observe as it is not related to the device. Wound dehiscence: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as fold flaw opening. Observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "fistulization of the prosthesis to the skin. Inflammation, effusion periprosthetic, exposure of the prosthesis and potential retropectoral hematoma. Chronic wound at the upper inner quadrant with exposure of the prosthesis". The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, wound dehiscence, seroma-late, hematoma, inflammation/irritation.

Event description:
Healthcare professional reported right side "fistulization of the prosthesis to the skin, inflammation, effusion periprosthetic, exposure of the prosthesis and potential retropectoral hematoma, and chronic wound at the upper inner quadrant with exposure of the prosthesis." Device has been explanted and not replaced.